Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was stable.

Event description:
New information was received that there was also oversensing episodes noted on the right ventricular (rv) lead as a result of the noise and the rv lead was capped and replaced to resolve the event and the patient was stable.